Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 52 months ago. Currently, the proximal neck measures 24-30 mm in diameter and the aneurysm measures 4.3 cm in diameter. Last year, the aneurysm measured 4.2 cm in diameter. It was reported that during a routine follow up CT scan, the bifurcated aneurx device has migrated approximately 1 cm below the lowest renal causing a proximal type I endoleak. The physician has discussed with the patient to implant a cuff to gain seal however, no intervention has taken place. The cause of migration was due to an angled aortic neck and slight neck dilation. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation and angulated neck); evaluation, conclusion: known inherent risk of a procedure (migration, endoleak), device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and angulated neck).